Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead is suspected of have perforated the heart wall. The patient presented to a follow up and it was noticed that the lead exhibited loss of capture (loc). The patient underwent surgical intervention to replace the lead. Additional information revealed that the original implant was a difficult procedure due to difficulties positioning the lead in a place where the physician could obtain good sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct fields b5: "describe event or problem " and h6 "patient codes". Product was returned. Patient code 3191 captures the reportable event of surgery. The loss of capture and under-sensing allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The difficult to position allegation was not confirmed, analysis found no damage or defect consistent with placement difficulty. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report.

Event description:
It was reported that this right ventricular (rv) lead is suspected of have perforated the heart wall. The patient presented to a follow up and it was noticed that the lead exhibited loss of capture (loc). The patient underwent surgical intervention to replace the lead. The patient was bradycardic. Additional information revealed that the original implant was a difficult procedure due to difficulties positioning the lead in a place where the physician could obtain good sensing. No additional adverse patient effects were reported. The loss of capture and under-sensing allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The difficult to position allegation was not confirmed, analysis found no damage or defect consistent with placement difficulty. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report.

Event description:
It was reported that this right ventricular (rv) lead is suspected of have perforated the heart wall. The patient presented to a follow up and it was noticed that the lead exhibited loss of capture (loc). The patient underwent surgical intervention to replace the lead. The patient was bradycardic. Additional information revealed that the original implant was a difficult procedure due to difficulties positioning the lead in a place where the physician could obtain good sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct field b5: "describe event or problem " and the field h6: "device codes." The loss of capture and low amplitude allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The difficult to position allegation was not confirmed, analysis found no damage or defect consistent with placement difficulty. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report.